Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The backlight functioned properly. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that last night, she pressed the button to turn the light on and it did not work initially. Customer tried to bolus this morning and pressed the button to do so, but it went to program a bolus and none of the buttons would react including the escape button. Customer's blood glucose level was 312 mg/dl. Customer has not treated. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.